Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: investigation results. The returned jagtome revolution rx was analyzed, and a visual inspection found that cutting wire was blackened, kinked and broken from the proximal pierce hole. The device returned without a guidewire. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken from the proximal pierce hole. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bent the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a jagtome revolution rx 39 was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke intraoperatively inside the patient. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a different device. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a jagtome revolution rx 39 was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke intraoperatively inside the patient. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a different device. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.